Event description:
This lead was explanted on (B)(6) 2011 due to infection. The procedure took place at (B)(6) hospital with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).